Event description:
Note: date of event is unk. On january 18, 2007, the customer reported to bsc that during a hemostasis procedure within the stomach (pt gender & age unk), the resolution clip could not be "pulled out of the sheath". This issue occurred four times prior to this device. The pt was brought to surgery where the bleeding was stopped. The condition of the pt is not known at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Please not associated medwatch reports 6000048-2007-00041, -00043, -00044 & -00045.